Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode and k electrode on a cobas 6000 c (501) module. The sample initially resulted in the following values: na = 119 mmol/l, k = 3.33 mmol/l. The results from the sample were questioned as the sodium result was critical. The sample was repeated on the same analyzer, resulting in the following values: na = 136 mmol/l, k = 4.57 mmol/l. The sample was also repeated on a second analyzer, resulting in the following values: na = 136 mmol/l, k = 4.5 mmol/l. A second sample was then collected from the patient, resulting in the following values: na = 136 mmol/l, k = 4.57 mmol/l. The results from the second sample were deemed correct.

Manufacturer narrative:
The na electrode lot number was i78 and the k electrode lot number was s39. The electrode expiration dates were requested, but not provided. The last calibration performed on (B)(6) 2023 was successful. Quality controls recovered within range. Upon review of the alarm trace, ise noise and ise internal reference errors were observed. The sample centrifugation speed may have been faster than recommended by the tube manufacturer. The electrodes that were in use were due for replacement on the day of the event. The field service engineer determined the rinse unit was leaving water on cells and a nozzle was spraying. The rinse mechanism tubing and nozzles were cleaned. The rinse levels were adjusted. The investigation determined the service actions resolved the issue.